Event description:
Edwards received notification that a 61-year-old patient with a valve model 7300tfx33 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and six (6) months due to pannus overgrowth leading to increased gradients (mean gradient 20mmhg). The patient presented with worsening dyspnea, presyncope and orthopnea. A 29mm transcatheter heart valve was successfully implanted within the surgical device with no reported complication. The patient was well.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, a proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Per the instructions for use (IFU), pannus, or host tissue, overgrowth is a known potential adverse event associated with bioprosthetic heart valves and annuloplasty rings. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. Neither a product risk assessment (pra) nor corrective or preventive actions (CAPA/scar) are required at this time because no triggers are met.